Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and was unable to verify or duplicate the reported issue. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not deliver defibrillation energy during patient use. Customer advised the device said "energy delivered", however they did not think the energy was delivered to the patient due to the patient's lack of reaction after or during shock. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device did not deliver defibrillation energy during patient use. Customer advised the device said "energy delivered", however they did not think the energy was delivered to the patient due to the patient's lack of reaction after or during shock. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.